Manufacturer narrative:
The technician was able to set the brake, but if the bed was shaken, the brake would release. The technician replaced the brake detent assembly and adjusted the caster link assembly to repair the bed.

Event description:
Alleged the bed will not go into brake and the brake is spongy.